Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced underwent surgical intervention on (B)(6) 2020, wherein the ipg was explanted and replaced. Reason for explant is unknown.

Event description:
Additional information received indicate the patient ipg was replaced due to due to loss of efficacy with tonic stimulation and frequent recharge burden.

Manufacturer narrative:
Corrected data: h6: patient code was changed from 2692 to 2388 due to new information received. H6: device code was changed from 3190 to 3023 due to new information received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.